Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a burning sensation in the parasthesia area of both legs, while the stimulation was turned on. There was no known related incident or accident reported. Impedance readings were greater than 10,000 ohms on the middle 4 contacts. The open circuits were programmed around by programming the top two electrodes and the bottom two electrodes. No info was provided related to the pt's outcome. Additional info was requested as of the date of this report. A follow-up report will be filed if additional info becomes available.